Event description:
Literature: shahlaie k, larson paul s, starr philip a. Intraoperative computed tomography for deep brain stimulation surgery: technique and accuracy assessment. Neurosurgery. 2011;68(1 suppl operative):114-124; discussion 124. Www.neurosurgery-online.com. Doi: 10.1227/neu.0b013e31820781bc. Summary: the authors reported on a series of 15 patients undergoing frame-based stereotactic placement of deep brain stimulators with intraoperative computed tomography (CT) to confirm lead placement. The o-arm CT is fused to the preoperative imaging to provide the location of the implanted lead in stereotactic space. Reportable event: the authors report that in one pt they performed a lead replacement of an existing globus pallidus internus lead that was fractured without microelectrode recording. The lead was removed and replaced to a more lateral position. The source literature did not specify which device models were used.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. It is also possible several events occurred in one pt. The pt info provided in section a is the average for all the pts. At this time no additional info was available, additional info regarding the pt and device has been requested.